Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Implant date - 1995.

Event description:
Patient was revised approximately 21 years post-implantation due to wear of the polyethylene liner. During the procedure, the head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date of implant - an unknown date in 1995.

Event description:
It was reported that patient was revised approximately 21 years post-implantation due to wear of the polyethylene liner. During the procedure, the head and liner were removed and replaced. Operative notes indicate that there is no indication of acute inflammation. Fluid that was extracted from the joint was clear and pristine.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.